Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. Customer declined the troubleshooting for the high blood glucose. The device will be returned for analysis.